Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device had fluid loss from an unidentified location. The system was replaced with a new 4.0 cm cuff, pump, and 61-70 cmh2o balloon. The patient's incontinence returned three weeks prior to replacement. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.